Event description:
Allograph was transplanted into pt. On (B)(6) 2005. Prior to the procedure a culture was taken as per policy. The culture from the graph grew staph epidermides. On (B)(6) 2005 the knee was aspirated as a matter of routine to f/u on the culture. The fluid grew staph epidermidis with similar sensitives. On (B)(6) 2005 the pt was brought back to the hospital for arthroscopic knee "wash out."